Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, difficulties in catheter removal occurred. Details of the lesion are unk. The 3.0x12mm quantum maverick balloon catheter was used for predilation but was unable to cross the lesion . The physician attempted to remove the balloon from the lesion but felt resistance while withdrawing. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. Without product analysis it was not possible to confirm the reported event or inspect the device for potential root causes. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).